Manufacturer narrative:
Device was received with alarm during basic occlusion test and unable to prime at 4 lbs during prime test due to loose drive support disk. Device had minor scratched lcd window. (B)(4).

Event description:
Customer called in for troubleshooting, but troubleshooting could not be done because customer had a donated insulin pump that did not go through the formal donation process. Customer was advised of the proper donation process. The device was sent back for analysis. Nothing further reported.